Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip. The damage was observed near the upper portion of the clip groove, resulting in a tip offset. Consequently, a clip cannot be properly loaded into the clip groove of the grip tips. No damage was observed on components adjacent to the severely bent grip. Additional observation related to the customer complaint: the instrument was installed on an in-house system and actuated. The clip applier instrument failed the clip test due to the bent grip, as the clip could not be attached to the device. The complaint was confirmed by failure analysis. The probable root cause of the severely bent instrument grips/tips and clip test failure is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8 mm medium-large clip applier instrument will not release the clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to apply the clip. The customer was not able to clamp onto the vessel. This occurred during the first clip application. A backup medium-large clip applier was used to continue the procedure.